Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a heart attack last week and the blood glucose readings were all over the place. Customer's blood glucose reading at the time of the hospitalization was 479 mg/dl. Customer was treated at the hospital with a manual injection. Customer further mentioned that they have been in dka many times and have treated with insulin drips. Troubleshooting was performed and the drive support cap was noted to be normal. Customer stated that they were calling to possibly change their settings. Customer declined any further troubleshooting. Customer's current blood glucose reading was noted to be 157 mg/dl. No product is being returned for analysis.